Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had excessive corrosion on the components inside the housing. It was determined that this type of damage can cause no rotation therefore, the reported condition was confirmed. It was determined that this was due to emersion and not following cleaning procedures as per the directions for use (dfu). The assignable root cause was determined to be due to improper cleaning, which is misuse, abuse and/ or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-testing, it was observed that the attachment device did not rotate the burr device. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown, however, it was reported that the event occurred in the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.